Event description:
It was reported that the user contacted support for assistance with an infusion set and cartridge change on an ilet system using a 23-inch teflon 6 mm inset infusion set, and was guided through unwinding and assembling a new infusion set, filling a new cartridge, performing a rewind, removing and discarding the old components, installing the new cartridge and connector, priming the tubing, applying the new infusion set, and filling the cannula, after which insulin therapy was confirmed to have resumed. Symptoms included high glucose. Outcomes included no hospitalization, with blood glucose remaining in range by the end of the call. Investigation included customer service troubleshooting and user education. Investigation of this case revealed no device malfunction and no component failure, with the event consistent with infusion set or cartridge handling issues prior to the guided change. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.